Event description:
Information was received indicating that cadd extension sets, leaked 5 fluorouracil chemotherapy, that was dissolved in water without solvent, through the air escape button. It was reported the leakage was exposed to the family and grandchild.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed no discrepancies. Functional testing involved leak testing and leaking was observed at the air filter confirming the complaint. The investigation indicated that the root cause could not be determined through analysis of the returned device, but investigation into the issue suggested that the presence of surfactants was likely the root cause. The device's instructions for use indicates that medication with surfactants as part of the composition may lead to leakage from the air vent.